Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The pkr 2 in one cutting block was attached to the flexion extension gap measure and was then tapped in using a mallet. The locking pin that attaches the cutting block to the gap measure came out of the cutting block which was then no longer attached. The surgeon pinned the cutting block into the correct place and continued with the operation. The pieces were all accounted for outside of the patient. The 2 in 1 cutting block now in 3 seperate pieces and will be returned to the company.

Manufacturer narrative:
An event regarding weld failure involving a two-in-one cutting block lm/rl was reported. The event was confirmed. Method & results: device evaluation and results: ¿the welded joint between the knob and pin was fractured. The specified press-fit condition for the pin-knob subassembly was visually confirmed. The measured weld sizes are conforming to the engineering drawing weld call out. The weld call out on the drawing does not meet our current standards. No material or manufacturing defects were observed on the device features examined.¿ medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that based on the mar report, ¿the welded joint between the knob and pin was fractured. The specified press-fit condition for the pin-knob subassembly was visually confirmed. The measured weld sizes are conforming to the engineering drawing weld call out. The weld call out on the drawing does not meet our current standards. No material or manufacturing defects were observed on the device features examined.¿

Event description:
The pkr two in one cutting block was attached to the flexion extension gap measure and was then tapped in using a mallet. The locking pin that attaches the cutting block to the gap measure came out of the cutting block which was then no longer attached. The surgeon pinned the cutting block into the correct place and continued with the operation. The pieces were all accounted for outside of the patient. Two in one cutting block now in three separate pieces and will be returned to the company.